Event description:
On (B)(6) 2009, the pt reported she started using a new box of insulin infusion sets on (B)(6) 2009 and the infusion set adhesive "disintegrates" after she showers. She stated she has to change her infusion headset every time it gets wet. She said the infusion sets are not exposed to extreme temperatures or humidity. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.